Event description:
It was reported that the right ventricular lead impedance has varied since implant. The impedance has increased and has been high. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.